Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump had normal operating currents. No unexpected failed battery test or battery out limit alarm was noted. The insulin pump was received with a cracked reservoir tube lip and minor scratches on the display window.

Event description:
It is reported by the patient that their insulin pump is giving excessive no delivery alarms. The patient's blood glucose level is 178mg/dl. Trouble shooting was conducted. Device is being returned. No further information available.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.